Event description:
Per the physician's report, this pt's receiver/stimulator migrated and that the skin around the implant site was shrinking and thin, causing a risk for extrusion of the device. The surgeon explanted the device in 2006 and reimplanted the pt's contralateral ear with a new device the same day.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.